Event description:
A female with deep thrombus underwent a procedure in 2008. The physician was positioning a birds nest filter in the vein via the right jugular approach. Once the device was in place, it was not possible to release the filter as it was stuck to the wire guide. The procedure lasted from 1900 hours to 1950 hours. The device was disposed of and it is unk at this time, what the physician did to resolve the situation. The pt status is unk at this time.

Manufacturer narrative:
Cook's instructions for use (IFU) provides a clear step-by-step method for placing the filter as well as precautionary notes to ensure successful deployment. No product was provided to assist in this investigation. Without the actual device, we are unable to determine with certainty the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events. At this time, there is no evidence the device was not mfg according to current cook incorporated specs.